Manufacturer narrative:
Date of event was reported as "(B)(6)." This was interpreted as (B)(6) 2016.

Event description:
Information from the patient via the manufacturer¿s representative reported that they felt an extreme burning sensation at the pocket of their implantable neurostimulators (ins) and shocking down the legs. There were no environmental, external, or patient factors reported that may have led or contributed to the issue. All electrodes were tested individually for impedance issues and they checked out normal. The patient was programmed with various lead and electrode configurations but the sensations persisted. The ins battery was then replaced on (B)(6) 2016 and the symptoms/sensations were alleviated. The issue was reported as resolved at the time of report and the patient status was not as ¿alive ¿ no injury.¿ the indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.